Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis did not find any anomalies with the header attachment nor with device function.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted. The patient was discharged.